Manufacturer narrative:
B1-updated. B5-updated information: on (B)(6) 2021, the lens was echanged with a same length, different sphere/cylinder/axis lens and patient is happy. H6-health impact code updated . Claim# (B)(4).

Manufacturer narrative:
Additional information: h3- device evaluation- lens returned in a micro-centrifuge vial with moisture. Visual inspection found no visible damage to lens. Claim# (B)(4).

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 13.2mm vticm5_13.2, -5.5/+1.0/074 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2020. The surgeon reports refractive surprise. Reportedly, lens remains implanted. The cause of the event is reported as user error: the wrong calculated lens was implanted.